Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer 1.1 not detected on bus and unable to pull medication. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 latch error was identified through the medstation performance analysis report (mpar). A field service engineer (fse) observed that a bag of medication had been hung over the tower bin, which made the latch difficult to open and close. The fse then moved the bag into the bin correctly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.